Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni results within risk stratification range for one patient generated by the unicel dxc 600i synchron access clinical system. The sample was repeated and the result was within the normal reference range. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Event description:
The received operative report states, "the transesophageal echocardiogram probe was placed during this procedure. There was severe mitral regurgitation. It was central. There was no evidence of perivalvular laakage. Upon explantation of the valve, it appeared that two of the leaflets were crimped and [surgeon] suspect they were impinged upon by the very fibrous posterior leaflet. [Surgeon] elected to excise the posterior leaflet this time and placed a 25-mm valve."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-04430 for the other associated device information. It was reported to boston scientific that an rx dilatation balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complaint the balloons were being used to dilate a stricture in the common bile duct. During the procedure the rx dilatation balloon ((B)(4)) was inflated to full pressure within the patient using the encore inflation device. However, the balloon ruptured as the patient's common bile duct was being dilated. The balloon was removed from the patient fully in tact. A second of the same rx dilatation balloon ((B)(4)) was inflated to full pressure within the patient using the encore inflation device. However, the balloon ruptured as the patient's common bile duct was being dilated. The balloon was removed from the patient fully in tact. The procedure was completed with a third larger sized rx dilatation balloon. There were no patient complications as a result of this event. The patient has been described as "fine."

Manufacturer narrative:
Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Manufacturer narrative:
Evaluation summary: suture track was detected at the free margin of leaflet 2 at commissure 2. Indentation in the free margin is typical to those made by a suture loop. A suture most likely looped over commissure 2, which led to creases in the cusp area of leaflets 2 and 1. No inconsistencies detected or in the x-ray. Evaluation: x-ray. Requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. Investigation is ongoing. The device was returned for evaluation.

Event description:
Reportedly, device was explanted after an estimated four day implant duration due to incompetence. The device is available for return and will be returned. No additional information is available at this time.